Event description:
Endovascular graft was introduced via a left sided introduction. Pt had extremely difficult anatomy which contributed to complications encountered during the attempt to cannulate the contralateral limb. The physician had to gain access to the contralateral limb by using the "up and over" technique, utilizing a wire and catheter over the bifurcation of the main body graft. After placement of the contralateral leg graft, post angiogram noted a distal type I endoleak. It appeared that a good seal was not achieved at the distal landing zone of the graft. The landing zone was re-ballooned, with a noted improvement in the severity of the endoleak. An iliac leg graft was deployed distal to the contralateral leg graft, covering the hypogastric artery and achieving a good seal of the graft in the external iliac artery. Final angiogram noted a resolve of the distal endoleak and a successful exclusion of the aneurysm.